Manufacturer narrative:
The reported event of the device deforming in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Please note, per the instructions for use, artmt600034451 revision c "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure." Extraneous manipulation of the device, such as massaging it outside the patient is not recommended. Please refer to the instructions for use (IFU) for directions for use of the product.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 24 mm amplatzer septal occluder was chosen for procedure. During procedure, the user reported that after the first attempt to deploy the device, the device presented in a cobra formation. The device was removed and the user attempted to "soft massage" the device in an attempt to restore its original shape and the device was re-deployed, however the cobra shape persisted. The device was removed and exchanged with a new, non-abbott device. The patient remained stable throughout the procedure, remained stable and has been discharged. No additional information has been provided.